Event description:
It was reported that during an unrelated procedure, a crack was observed on insulation of the ventricular lead. No issues had been seen in the past. Lead was tested again during the procedure and all measurements were stable, and no noise was present. The physician decided to not replace the lead as it is functioning properly. The patient was not symptomatic and was stable pre, during and post procedure. No intervention is planned.